Manufacturer narrative:
(B)(4). The complaint device was returned for evaluation. The device was externally visually inspected and no defect was found. Functional testing was performed and the test was unsuccessful because the receiver device would not boot up; therefore, the receiver data log could not be downloaded. The receiver case was opened for further evaluation. An interior inspection found the moisture detection sticker activated due to moisture damage. The speaker resistance was measured and found that the measurements were out of specification. The reported event of no audio output was confirmed. The root cause was determined to be a defective speaker assembly.

Event description:
Patient's mother contacted dexcom technical support on (B)(6) 2015 to report that on (B)(6) 2015, patient experienced no audio output. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).